Event description:
Same case as MDR ID: 2134265-2015-00821; 2134265-2015-00822 and 2134265-2015-00823. (B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 100% stenosis and was 70 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of 2.25 x 32 mm, 2.25 x 32 mm, 2.50 x 20 mm and 2.50 x 12 mm promus element¿ plus stents, in an overlapping manner which resulted to 0% residual stenosis. The target lesion # 2 was a de novo lesion located in the left main coronary artery (lmca) with 60% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 12 mm promus element¿ plus stent resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In j(B)(6) 2015, the patient presented with chest pain and patient was hospitalized on the same day. Two days from admission, coronary angiography was performed and revealed 90% isr of the previously placed study stents in mid lad and patent study stent in lmca. The physician maximized the medication to treat this event. On the following day, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).